Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test. Unit was successfully downloaded to thump and carelink. Unit received with serial number label damage (stained), battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay peeling, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported noticing the upper right corner of the insulin pump was partially peeled back under the screen and went to bed late after midnight and noticed sugar was high in the 400s and never decreased and woke up to a blood glucose of 478 mg/dl. The customer took the infusion set off and it had blood coming out, so took insulin manually and connected it back to the pump. The customer woke up the next day morning and the blood sugar was 58 mg/dl. The customer treated hypoglycemia with a glucagon shot. The event involved product(s) mmt-1880l, mmt-332a, mmt-242a. Troubleshooting was performed for the reported events. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported checking the insulin pump and saw the piece peeling from the pump. The location of the damage was the pump casing keypad above the graph key below the display screen. No further patient complications were reported. A product return for mmt-1880l was requested and the customer response was the pump will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a.